Manufacturer narrative:
Submit date: 03/06/2009. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 2/20/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the patient had a hole with leaking in the peritoneal dialysis tubing, just behind the adapter. Patient required prophylactic antibiotic therapy.